Event description:
It was reported by a sales representative that the patient's rotating tibial hinge component was fractured but was exchanged early enough that the plastic casing was not damaged and firmly secured in place. The plastic component was not replaced. The surgeon said that the bumper pad was completely worn out and this might have contributed towards the tibial hinge fracture.

Manufacturer narrative:
Stanmore implants has determined that there is no record of receipt of the explanted device related to this complaint. The initial MDR inadvertently reported in error that the device was returned for evaluation. A distal femur device implanted in 2002 is reported to have a tibial hinge fracture. It is the surgeon's opinion that a worn bumper pad attributed to the fractured component. The patient was revised with mets distal femur components with no complications reported. The complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2015-00022. (B)(4).

Manufacturer narrative:
The manufacturing records were reviewed and no non-conformance was identified. The explant has been passed to the relevant department for evaluation. The investigation is ongoing. A new tibial component is being designed for the revision procedure.